Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states that insulin pump was dropped. Customer states drive support cap was sticking out. Customer's blood glucose was 255 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with loose/protruded drive support disk, minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. The insulin pump was unable to prime during prime test due to loose/protruded drive support disk. No prime alarm was noted. Motor error alarm during basic occlusion test due to loose/protruded drive support disk. The insulin pump passed idle current test, run current test, self-test, off no power test, error test, displacement test and rewind. Unable to perform occlusion test and excessive no delivery test due to prime anomaly.